Event description:
The customer unexpectedly high immunosuppressant levels while using a labiratiry developed test for tacroilimus on a waters mass spectrometer. Inaccurate results can lead to misguided physician action. The customer did not received any report of patient harm as a result of this problem.